Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and was found to be fractured. The lead was capped and replaced. The patient was discharged home without incident following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.